Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional called to report a ¿replace sensor¿ error message was received on the customer¿s adc freestyle libre 2 sensor during wear. The customer experienced unspecified hypoglycemia symptoms and was unable to self-treat. The customer had contact with a healthcare provider administered who diagnosed the customer with hypoglycemia and provided unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.